Event description:
A discordant, falsely elevated chloride result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and resulted lower. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant chloride result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and requested service. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. Calibration passed and quality controls resulted within range. No additional discordant results were observed after the customer contacted the ccc. The cause of the discordant chloride result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.